Event description:
High impedance was identified on a patient's device during an internal periodic programming history review. No known surgical intervention has occurred and no other relevant information has been received to date.